Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the event(s) of abdominal pain, cloudy effluent fluid and relapse peritonitis requiring multiple hospitalizations and antibiotics. The pdrn stated the cause of the event(s) was touch contamination or some breach in sterility with water in both instances. Relapsing peritonitis is defined as an episode that occurs within 4 weeks of completion of therapy of a prior episode with the same organism. Peritonitis is a well-known complication and/or risk of undergoing pd therapy, and those persons undergoing pd therapy are known to be at high risk for developing infections of the peritoneum. The cause of the abdominal pain and cloudy effluent can reasonably be attributed to side effects of the peritoneal infection. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event as there is no evidence or indication the liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact called into technical support to report that the patient was in the hospital twice for an infection and wanted to know if the cycler could have caused the infection. The technical support representative stated that it is a closed component and all the fluid travels through the cassette and the fluid does not go into the machine and referred the patient contact to their peritoneal dialysis nurse (pdrn) and clinic. Upon follow up, the pdrn stated that the patient was hospitalized for relapsing peritonitis. The causative organism was pseudomonas on both occasions. The pdrn stated that the cause was believed to be due to touch contamination and/or water. The patient is on gentamicin and continues to be on antibiotics until (B)(6) 2019. Per the pdrn, the patient had an elevated wbc count (unknown values). The patient had symptoms of abdominal pain and cloudy effluent on both occasions. The patient has since been discharged and continues to be on pd therapy showing signs of improvement. The pdrn stated that if the infection relapsed after stop of antibiotics, the patient's pd catheter would be replaced with a new one. Additional information was requested, however not provided.